Manufacturer narrative:
(B)(4). Batch # x94w24. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed, the bag damaged. In addition, the tyvek was returned along with the instrument. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a robotic cholecystectomy, when pulling out the pouch, two broke. Case completed by going in individually to pick up the stones. The case was extended an unknown amount of time. There was no patient harm.